Event description:
Customer contacted beckman coulter inc. (Bci) regarding serum total t4 (tt4) results generated by the unicel dxi 800 access immunoassay system that did not correlate with a plasma sample from the same patient. The serum sample gave a result of 7.40 ug/dl and 2 repeat results of 7.96 ug/dl. Another serum sample from this patient gave a result of 8.07 ug/dl and a repeat result of 7.62 ug/dl. A plasma sample from this patient was then tested and gave a result of 2.74 ug/dl and 2 repeat results of 1.00 and 1.98 ug/dl. Another plasma sample gave results of 3.73 ug/dl and 2.73 ug/dl upon testing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples are collected in either plastic lihep tubes with a gel separator or serum tubes and centrifuged for six minutes at 3000 rpm. Qc was within the customer's established ranges prior to and after the event. System check performed initially failed but passed upon repeat. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.